Event description:
During a periamuplar clipping procedure, the physician used a cook instinct endoscopic hemoclip. The clip was deployed in the lumen due to elevator compression during manipulation [premature deployment in the unknown position]. It was not published in the study if an unintended section remained in the patient. There were no adverse effects or additional procedures published in the study. It is reasonable to conclude that the patient was not adversely impacted.

Manufacturer narrative:
This event is under investigation. A follow up emdr will be sent.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use includes the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.